Event description:
A customer reported an error related to their continuous glucose monitor sensor, specifically noting cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing detailed instructions for resetting the pump, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.